Manufacturer narrative:
The subject device was returned to olympus for evaluation, inspection, and repair. The end user's reported problem could not be confirmed. The device evaluation findings are as follows: a defective interface board footswitch connector was identified. In addition to the power issues, screen issues, and the error code being confirmed, a missing foot and outdated cable and power supply were identified. The footswitch socket, power supply board, cable, and overlay sticker were all replaced before the subject device was returned to the customer. The software was also updated to version 12-a, and the subject device also had a scuffed and scratched top cover identified, which does not affect function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the device evaluation and the available information, the investigation determined the following as possible causes of the event: 1) malfunction of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2) the user operates the footswitch while the generator is booting (temporary error caused by the user). 3) defective foot switch (temporary error). 4) defective foot switch (temporary error, defective reed contact). 5) defective cable connection between the hvps board and generator board (temporary or permanent error). 6) defective cable connection for the output signal between the generator board and relay board (temporary or permanent error). 7) defective current transformer on the generator board (permanent error). 8) defective impedance transformer on the generator board (permanent error). 9) defective peak rectifier on the generator board (permanent error). 10) insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error). 11) no or insufficient supply voltage from the hvps board (permanent error). 12) defective motherboard (ntc1, permanent error). 13) defective motherboard (adc, permanent error). 14) defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative received a customer report of a electrosurgical generator that kept powering off. The olympus representative also reported the subject device generating an "e433, error" error message and a screen that doesn't work. No patient or user harm has been reported. Upon follow up communication and as reported to olympus by the user facility, the reported phenomena occurred during a transurethral resection of the prostate (turp) procedure and that no adverse effects on the patient occurred. The end user facility also reported an approximate 30-minute delay in the middle of the procedure, and the patient was under general anesthesia during the delay. The turp procedure was completed using a similar device from another manufacturer, and a stryker video tower was used in conjunction with the subject device. The end user facility was unable to provide any additional patient information.